Manufacturer narrative:
Reporter telephone number (B)(6). A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment and outcome are unknown. No additional information is available.

Event description:
A peritoneal dialysis (pd) patient experienced turbid fluid, abdominal pain and diarrhea. The cause of the event was not reported. The patient was not hospitalized for the event. The same day as the onset of event, the patient began treatment with intraperitoneal (ip) cloxacillin (discontinued five days after initiation, dose and frequency not reported) and ip fortum (discontinued 19 days after initiation, dose and frequency not reported). It was reported the outcome of event were resolved. Pd therapy was ongoing. No additional information is available as the reporter declined to provide further information.